Event description:
The manufacturer was notified through ansm report # (B)(4) on (B)(6) 2016 that a patient who had mitroflow valve was replaced due to aortic stenosis and degeneration of the bio-prosthesis.

Manufacturer narrative:
Because the device was not returned for evaluation and no further information was provided, investigation was limited to the review of the device history records. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla23, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dla) mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
We have noticed an error in catalog number and UDI. Submitting the correct catalog number and UDI.